Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the display device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(4) bluetooth device pairing test was performed and the transmitter failed as the transmitter was not found; however, resulted in no failures related to the customer complaint. Global transmitter final functional test was performed and the transmitter failed as it failed the connection threshold and connection;however, resulted in no failures related to the customer complaint. The share log was reviewed and the transmitter failed as the logs displayed a transmitter error on the issue date. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.